Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: 819043. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 38553051. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead migrated which was confirmed with imaging. The patient experienced intense pain and discomfort in ribs and abdomen. The patient underwent scs system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.